Manufacturer narrative:
The ochsner fcps 8 str satin (106220) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information was provided; device history record (DHR) was reviewed, and no abnormalities related to the reported issue were identified. A definitive root cause of the reported issue could not be determined. However, a probable root cause of the device not staying locked may be the result of misaligned ratchets due to wear or environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
It was reported that the ratchet system/ochsner forceps 8 str satin (106220) does not stay locked; it pops open by the slightest touch or movement. During obstetrician gynecological childbirth, the instrument was used to clamp the cord on the baby. It unclamped with hardly touching the instrument or setting it down. It was reported that there was no patient injury. No surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.